Event description:
It was reported by the caller, a clinical account specialist, that during a concomitant afib and laao case, after the fluoro injection with contrast a small effusion was discovered, the caller stated they confirmed with ultrasound using the nuvision catheter. The patient was treated with protamine and monitor for about 30 mins, and the effusion did not increase in size, the physician stopped the case. The patient was moved for recovery. The caller stated the physician does not know how the event happened. The patient was in stable condition. The caller stated there is no way to find out how this happened. The only (B)(6) product in the body was: nuvision ice catheter, 10f. Ablation system in use: affera mapping/ablation system/sphere-9 (medtronic). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".